Event description:
Event description guidant received information that the next day after the implantable cardioverter defibrillator (ICD) was implanted an out-of range shocking lead impedance was observed on the chronic lead. An invasive procedure was planned to evaluate the system.